Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced ineffective stimulation. As a result surgical intervention was undertaken during which the patient's lead was explanted and replaced with another model. Surgical intervention addressed the issue.